Event description:
During case, the micro hook cervical karlin curette broke. All pieces retrieved. There was no harm or delay. This instrument broke while in the body wound. Or director confirmed with person in charge that intraoperative x-rays were taken during the procedure to confirm that the instrument fragments were not left in the patient. Instrument was also evaluated by the surgeon to confirm that all pieces had been removed.